Manufacturer narrative:
Results: ground prong.

Event description:
It was reported by service report that the power cord is broken. It is unk if there was pt involvement or if there are adverse consequences to report.